Manufacturer narrative:
This lead is currently undergoing detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that the patient with this pacing system experienced a fall and fractured her left femoral region. The patient was hospitalized; an electrocardiogram was taken and the device was interrogated. A review of the daily measurements revealed the atrial and right ventricular impedances were 320-370 ohms (B) (6) 2010. Both lead impedances were greater than 2500 ohms on (B) (6) 2010. On (B) (6) 2010, the patient passed away suddenly. The cause of death was unknown. According to a chest x-ray, no anomalies were noted with the leads. The leads were surgically abandoned and returned for analysis. The device was explanted and returned for analysis.